Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of 5 infusion set tubing leakage issue between (B)(6) 2024. The set was in use for less than 48 hours. No further information available.